Event description:
Allegedly, during a prostatectomy the high frequency cord arced and separated. One end of the cord made contact with pt drape hanging down below the bed; the end of the cord burned a hole in the drape. There was no impact on pt. The doctor replaced cord and completed procedure. Reference MFR #: 9610617-2013-00024.